Event description:
Customer reports performing back to back tests on the advantage system with results of 196 mg/dl and 402 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.